Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2014: (B)(6) medical center. (B)(6), md; (B)(6), md. Emergency department visit. Presents with abdominal pain. History of bowel resection following incarcerated hernia in 2004; no complications throughout this time. Last week presented with complaint of redness, swelling in left lower quadrant; diagnosed with early cellulitis, started on bactrim. Redness and skin changes continue to progress, most recently with blistering and drainage of brown malodorous discharge. CT scan showing infected mesh within abdominal cavity, associated cellulitis. Received vancomycin, ceftriaxone, solu-medrol [steroid] and benadryl. Transferred to maine medical center for ongoing care. States febrile to 103 two nights ago and last night. No vomiting, diarrhea or stool changes. Denies significant pain. Abdominal: no distention, no mass. Tenderness left lower quadrant, no rebound or guarding. Impression: progressive inflammatory process anterior abdominal soft tissues. Likely consistent with infected mesh versus cellulitis with enterocutaneous fistula formation. Unclear if there is free air within the abdomen or associated perforation, however her recent history of fever, rigors and labs with pronounced leukocytosis are concerning for this process. Plan: evaluated by surgery team. Admitted. ??/??/??: [missing records: records for CT scan ¿showing infected mesh¿ were not provided.] (B)(6) 2014: (B)(6) medical center. (B)(6), md; (B)(6), md. Consultation. Reason: wound infection/infected mesh. Impression: complicated intra-abdominal infection involving mesh placed 10 years ago. New gas and inflammatory changes of the abdominal wall and intimately associated small bowel, which, in combination with blisters and purulent, malodorous discharge is concerning for fistula. Acute kidney injury, likely pre-renal, associated with dehydration and anorexia. Diabetes mellitus. Plan: admit to surgery, dr. Hallagan. Nothing by mouth, intravenous fluids, intravenous antibiotics, metronidazole and meropenum for now, as needed analgesia, antiemetics. To operating room today for wound exploration, mesh explantation, possible bowel resection. 67-year-old with history of ventral hernia repair 10 years ago presents with three weeks of general malaise, abdominal discomfort. Approximately 1 week prior to presentation, noted area in mid abdomen, at site of pervious hernia repair, which was more firm then previously. Seen in emergency department, noted to have cellulitis with warmth, erythema. Started on oral bactrim, discharged home. Reported minimal improvement, developed large blister over site. Night before presentation, reported increased malaise, queasiness, fevers to 102. Day of presentation blister reportedly popped with thick, brown, malodorous drainage. CT significant for considerable inflammatory process involving anterior abdominal wall and flanks with subcutaneous air and intimately associated loops of small bowel, concerning for fistula. Medical history: cellulitis right lower extremity; hospitalized x 25 days, diverticulosis, diabetes. Surgical history: laparoscopic tubal ligation 1988, umbilical hernia repair (B)(6) 2004. Labs: white blood cells 20.2. Abdomen: obese, soft, nontender, nondistended. Lower half of abdomen with large area erythema. No induration but diffusely firm. Two intact blisters over left abdomen and unroofed blister just right of midline with exposed, erythematous tissue, concerning for fistula. (B)(6) 2014: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: necrotizing soft tissue infection related to infected mesh. Postoperative diagnosis: necrotizing soft tissue infection related to infected mesh. Name of procedure: exploration and debridement of subcutaneous necrotizing infection, negative pressure wound dressing placement. Assistant: (B)(6), md, mph-surg-2. Indications: ¿this is a 67-year-old female who has had over a week of abdominal pain. She had a CT scan performed a week ago showing what looked like an infection and subsequently presented again today with worsening redness and signs of infection on her abdominal wall. She had a CT scan that showed that this appeared to extend down to her fascia where she has a preexisting mesh that was placed 10 years ago. She comes to the operating room for drainage and exploration.¿ findings: ¿the patient had a large area of pus just beneath her skin, we suctioned roughly 500 ml of pus. She also had extensive areas of necrosis involving her skin and soft tissue, which was all debrided. The infection did extend down to her fascia and we could feel the mesh. There are no signs of bowel involvement and no enteric contents. Due to extensive inflammation, the mesh was not removed at this time and we concentrated on controlling the infection.¿ operative procedure: ¿the patient was taken to the operating room and general anesthesia was induced. We prepped and draped in a sterile fashion. A timeout was performed, and the patient was already on antibiotics. We started by making a small incision along her previous scar from her surgery. We immediately encountered a large pocket of purulent material, which we cultured. We then extended our incision to open up the pocket and used finger dissection to fully explore the pocket. The area was exposed down to the fascia and dead tissue was debrided sharply to expose bleeding tissue. We then used the pulse irrigation to further clean the area. After we were satisfied with a nice extent of healthy tissue, we placed a vac dressing on the wound and attached to suction. The patient was extubated, having tolerated the procedure well.¿ (B)(6) 2014: (B)(6) medical center. (B)(6), md (resident); (B)(6), md. Operative notes. Preoperative diagnosis: infected mesh. Postoperative diagnosis: infected mesh, large subcutaneous abscess. Procedure: wound exploration, abscess drainage, vacuum assisted closure dressing placement. Surgeon: (B)(6), md-primary. Assistants: (B)(6), md mph and (B)(6), ms4. Anesthesia: general endotracheal. Estimated blood loss: minimal. Operative findings: approximately 300 cc pus, sent for culture. No evidence of enteric contents or bowel involved in abscess pocket. Pocket extending part way to bilateral flanks, open for drainage. Vacuum assisted closure dressing placed, 1 sponge. Complications: none. Specimens: culture. Drains: negative pressure wound therapy, 125 mmhg. Will change in operating room on friday. Rationale for antibiotics to be continued beyond prophylactic dose(s): pre-existing infection. Disposition: to pacu [post-anesthesia care unit]. (B)(6) 2014: nordx scarborough campus. Culture report. Culture anaerobic and aerobic other specimen with stain. Type: other specimen. Source: none. Culture anaerobic plus aerobic. Result: 4+ by gross appearance: alpha streptococci, two morphotypes. 3+ by gross appearance: lactobacillus. 1+ by gross appearance: klebsiella/enterobacter. No anaerobes isolated. Gram reaction. Result: 2+ poly¿s. 3+ gram-positive cocci in pairs. 2+ gram-positive rods. (B)(6) 2014: (B)(6) medical center. (B)(6), do; (B)(6), md. Consultation. Reason: assistance with antibiotic selection, further evaluation for patient with abdominal abscess/mesh infection. Impression: abdominal abscess with soft tissue necrosis and surgical mesh infection. Wound, blood cultures (B)(6) 2014 pending. Plan: stop flagyl, start daptomycin, continue meropenem, mesh removal when possible, follow up surgical cultures, duration of treatment to be determined. Blood cultures prior to transfer reportedly negative to date. Admitted, antibiotics changed, taken to the operating room evening of (B)(6) 2014 for exploratory surgery which found large subcutaneous abscess with skin/soft tissue necrosis and infected mesh. Abscess drained; necrotic tissue debrided. Mesh not removed at this time. Placed on vacuum assisted closure dressing. Cultures from abscess have shown gram-positive cocci (pairs) and gram-positive rods on gram stain. Currently stable, afebrile. Plan return to operating room (B)(6) 2014 for repeat debridement, drainage. Weight 127 kg, bmi 54.68. Abdomen: obese, lower abdominal surgical wound, non-tender. White blood cells 24. (B)(6) 2014: (B)(6) medical center. (B)(6), md (resident); (B)(6), md. Progress notes. Impression: postoperative day 1 from abdominal wall debridement with mesh left in place. Vacuum assisted closure in place, not draining much, erythema of abdominal wall worsened compared to immediately postoperative. Fairly good baseline diabetic control with a1c 7.4. Plan: change to dakin¿s guaze [sic] dressing today, vacuum assisted closure doesn¿t appear to be draining wound effluent (may be too thick). Return to operating room friday for dressing change, repeat debridement, possible mesh removal. Diabetic regular diet, insulin sliding scale, ambulate. Intravenous meropenem and flagyl (allergies to penicillins and vancomycin), started (B)(6) 2014, duration to be determined. Deep venous thrombosis prophylaxis heparin three times daily. Anticipated discharge home expected in 3-7 days pending further wound debridement, dressing plan in place. No complaints, pain controlled, no nausea/vomiting, able to eat and drink last night. Abdomen: soft, non-distended. Mid-abdominal vacuum assisted closure in place with good seal, no drainage. Surrounding erythema extending 7-8 cm from wound without induration. (B)(6) 2014: (B)(6) medical center. (B)(6), md (resident); (B)(6), md. Progress notes. Impression: postoperative day 2. Doing well, non-toxic, pain controlled. Vacuum assisted closure removed yesterday, now with wet-to-dry dakin¿s solution. Plan: continue dakin¿s guaze [sic] dressing today. Possible return to operating room today for further debridement and / or mesh explant. Switched to daptomycin and meropenem yesterday per infectious disease. Wound: will examine at bedside with attending later. (B)(6) 2014: (B)(6)medical center. (B)(6), md. Progress notes. Wound improving. Continue (B)(6) dressings this weekend. Possible vacuum assisted closure on monday. (B)(6) 2014: (B)(6) medical center. (B)(6), do; (B)(6), md. Progress notes. Continue daptomycin and meropenem. Repeat surgery as per surgical team, mesh removal when possible. Abdomen: lower abdominal surgical wound with standard dressing, nontender. Redness around current dressing in pattern consistent with reaction to tape. (B)(6) 2014: (B)(6) medical center. (B)(6), md. Progress notes. If mesh retained for near future, would plan at least 4 weeks of intravenous antibiotics, followed by oral suppression until surgery. Await cultures. (B)(6) 2014: (B)(6) medical center. (B)(6), np. Progress notes. Impression: wet to dry dressing with dakin¿s solution, possible vacuum assisted closure on monday. Peripherally inserted central catheter to be placed today for long term antibiotics. Plan: continue dakin¿s dressings. Abdomen: dressing changed. Wound with yellow slough. Surrounding erythema extending 7-8 cm from wound without induration. (B)(6) 2014: (B)(6) medical center. (B)(6), do. Progress notes. Impression: wound cultures (B)(6) 2014 with two alpha strep types and lactobacillus, blood cultures (B)(6) 2014 no growth 48 hours. New rash that is clear, persistent and very consistent with drug rash; most suspicious of rash due to meropenem, daptomycin less likely. Plan: discontinue meropenem, continue daptomycin. Called microbiology, asked for speciation and sensitivities for lactobacillus and alpha strep as this lady is going to be very difficult to keep on long term antibiotics, we have few choices. Planning antibiotics until mesh can be removed. Abdomen: large surgical wound with redness around edges which is apparently not new. (B)(6) 2014: (B)(6) medical center. (B)(6), md (resident); (B)(6), md. Progress notes. Vacuum assisted closure today. Wound gram stain with gram-positive cocci and gram-positive rods. White blood cells at 14, afebrile. Peripherally inserted central catheter placed yesterday. Plan: dressing down today; vacuum assisted closure. Anticipated discharge home today or tomorrow pending further wound debridement, dressing plan in place. Abdomen: wound without purulence or malodorous. Approximately 5 cm deep, 10 cm across. (B)(6) 2014: (B)(6) medical center. (B)(6), md (resident). Progress notes. Leukocytosis improving (14 to 10.5], vacuum assisted closure in place; change tomorrow. Wound: erythema around wound decreased. Diabetes well controlled. Anticipated discharge home expected tomorrow pending final speciation of cultures. Abdomen: surrounding erythema extending 4-5 cm from wound without induration. (B)(6) 2014: (B)(6) medical center. (B)(6), do; (B)(6), md. Progress notes. Hospital day 7 infected prosthetic mesh abdominal wall. Wound cultures (B)(6) 2014 with 4+ alpha strep types (2 forms), 3+ lactobacillus and 1+ klebsiella/enterobacter. Drug rash to meropenem; discontinued (B)(6) 2014, improving. Plan: continue daptomycin (due to limited options and clinical improvement to date, best choice for current therapy). Spoke to microbiology lab; not enough growth to complete further testing, no further sensitivities to come. Continue antibiotics until mesh removed. Reports improving pain, no acute complaints. Abdomen: large surgical wound with wound vacuum assisted closure device in place. Blanchable erythema around wound edges which wraps toward flanks (reportedly in area of tape use). White blood cells 10.5. (B)(6) 2014: (B)(6) medical center. (B)(6), md (resident). Progress notes. Bedside wound vacuum assisted closure changed. Three pieces of foam removed. Healthy granulation tissue at edges, no exudate. Vacuum assisted closure re-applied, two pieces of foam used. Set at 125 mmhg. (B)(6) 2014: (B)(6) medical center. (B)(6), pac; (B)(6), md. Discharge summary. Principal diagnosis: infected prosthetic mesh of abdominal wall. (B)(6) 2014: abdominal wall abscess drainage, debridement for infected mesh. Operations/procedures: exploration and debridement of subcutaneous necrotizing infection, negative pressure wound dressing placement. Pathology: none. Discharge medications: heparin [blood thinner], daptomycin [antibiotic], glipizide [anti-diabetic]. Hospital course: tolerated procedure well without complications. The following morning skin surrounding wound was more erythematous and vacuum assisted closure dressing was replaced with dakin¿s soaked gauze; this dressing maintained until (B)(6) 2014 when negative pressure dressing reapplied. Infectious disease consult obtained early. Estimated 4 weeks of intravenous antibiotic therapy would be needed followed by oral suppression therapy until time of mesh removal. Remained in hospital additional day awaiting final culture; not possible due to insufficient growth. Postoperatively placed on insulin; sugars were less than ideal, home glipizide added. On discharge, afebrile, tolerating diabetic diet, ambulating with pain controlled, large transverse abdominal wound with negative pressure wound therapy in place. (B)(6) 2014: albumin 2.0. Activity: do not lift anything greater than 15 pounds. Home with services. Follow up (B)(6), md, surgery, in 2 weeks. Follow up with (B)(6), md, infectious disease, on (B)(6) 2014. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. Added additional information. Bowel obstruction/perforation (alleged (B)(6) 2015); infection (confirmed (B)(6) 2014); mesh folding (alleged (B)(6) 2015); removal surgery (alleged (B)(6) 2015); revision surgery (alleged (B)(6) 2015); severe abdominal or groin pain (confirmed (B)(6) 2014). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ additionally, the instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect- clinical code. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f28: appropriate term/code not available. H6: medical device component: g07001: part/component/sub-assembly term not applicable. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930, 1994, 2001, 2205, 2442, 3191: appropriate term/code not available for ¿open wound¿ and ¿mesh folding¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span march 20, 2004 through february 17, 2015 and not all records received in this time span are relevant to the alleged gore-tex® soft tissue patch. Records from march 24, 2004 through october 21, 2014 were not provided. Patient information: medical history: prolonged hospitalization for right lower extremity cellulitis, morbid obesity, on (B)(6) 2014: 280 lbs., bmi 54.68, on (B)(6) 2014: 238.8 lbs., bmi 46, on (B)(6) 2015: 229 lbs., bmi 44.7, umbilical hernia, asthma, bowel obstruction, diabetes mellitus, on (B)(6) 2014: insulin, large subcutaneous abscess, infected umbilical mesh, small bowel perforation. Prior surgical procedures: 1988: laparoscopic tubal ligation, on (B)(6) 2004: repair of umbilical hernia, resection of umbilicus. Implant: ¿2-layer, gore-tex and marlex mesh, on (B)(6) 2014: wound exploration, abscess drainage, vacuum assisted closure, [vac] dressing placement. On (B)(6) 2015: exploratory laparotomy, explantation of infected mesh, small bowel rese ction, primary abdominal closure and vac dressing placement. On (B)(6) 2015: vac change ¿ anterior abdominal wall. Implant preoperative complaints: on (B)(6) 2004: emergency room: ¿long-standing umbilical hernia at site of tubal ligation; been there probably the last 10-20 years. States it¿s usually soft and easily reducible, this morning firm and large. She was able to reduce it somewhat, not completely. Becoming red and painful. Developed nausea and vomiting. Had a lot of coughing recently after an upper respiratory infection for which she has taken prednisone. Had normal bowel movements, not had 1 this morning.¿ ¿uncomfortable, but no distress. Abdomen soft, protuberant with very minimal bowel sounds; large incarcerated hernia at the umbilicus that I am able to reduce.¿ on (B)(6) 2004: ¿obese, umbilical hernia over 15 years ago, never had fixed. Was stable until this morning when she woke up with increasing pain in her umbilical area. Started getting bigger, redder in color, nauseous, vomiting.¿ implant procedure: repair of umbilical hernia, resection of umbilicus. Implant: ¿2-layer gore-tex and marlex mesh¿ (unk/unk, alleged gore-tex® soft tissue patch) implant date: on (B)(6) 2004 [hospitalized on (B)(6) 2004]. Description of hernia being treated: ¿an incision was made over the umbilicus and deepened through subcutaneous tissue. On reaching the sac, it was dissected all around it, all the way down to the umbilical ring. The sac was opened, the contents were as described above and could not be reduced so the opening was made larger by dividing on each side of the umbilical ring and the contents were reduced. The umbilical sac was excised.¿ implant size and fixation: ¿then a 2-layer gore-tex and marlex mesh oval shape was obtained and sutured with 2-0 prolene. Eight sutures were placed and each were brought out placing transversely into the peritoneal cavity with the vertex part of the graft against omentum. After checking the loops of bowel that were caught in the hernia ring that they were viable, the mesh was inserted as described above and the sutures were brought out through the fascia. On the subcutaneous layer where all 8 sutures were tied and then it was checked by lifting the abdominal wall with a kocher clamp under the fascia to see if there were any defects between the mesh and the abdominal wall and 3 or 4 of them were palpable to the index finger so they were closed by placing interrupted sutures of prolene. After all the defects were closed to make sure the bowel could not come between the abdominal wall and mesh, then the hernia defect was closed by 0 prolene in figure-of-eight fashion. The umbilicus was excised and subcutaneous tissue was approximated with 3-0 chromic catgut in interrupted fashion and skin with the 5-0 nylon in continuous fashion.¿ on (B)(6) 2004: discharge summary: ¿postop course uneventful. Gi function gradually returned to normal. Eating well, ambulating well, abdominal wound looking good, discharged home, to be followed as outpatient.¿ relevant medical information: on (B)(6) 2014: inpatient hospitalization. On (B)(6) 2014: ¿presents with abdominal pain. History of bowel resection following incarcerated hernia in 2004; no complications throughout this time. Last week presented with complaint of redness, swelling in left lower quadrant; diagnosed with early cellulitis, started on bactrim. Redness and skin changes continue to progress, most recently with blistering and drainage of brown malodorous discharge. CT scan showing infected mesh within abdominal cavity, associated cellulitis. Received vancomycin, ceftriaxone, solu-medrol [steroid] and benadryl. Transferred to (B)(6) center for ongoing care. States febrile to 103 two nights ago and last night. Denies significant pain. Abdominal: tenderness left lower quadrant. Impression: progressive inflammatory process anterior abdominal soft tissues. Likely consistent with infected mesh versus cellulitis with enterocutaneous fistula formation. Unclear if there is free air within the abdomen or associated perforation, however her recent history of fever, rigors and labs with pronounced leukocytosis are concerning for this process.¿ on (B)(6) 2014: ¿complicated intra-abdominal infection involving mesh placed 10 years ago. New gas and inflammatory changes of the abdominal wall and intimately associated small bowel, which, in combination with blisters and purulent, malodorous discharge is concerning for fistula.¿ ¿approximately 1 week prior to presentation, noted area in mid abdomen, at site of pervious hernia repair, which was more firm then previously. Seen in emergency department, noted to have cellulitis with warmth, erythema. Started on oral bactrim, discharged home. Reported minimal improvement, developed large blister over site. Night before presentation, reported increased malaise, queasiness, fevers to 102. Day of presentation blister reportedly popped with thick, brown, malodorous drainage. CT significant for considerable inflammatory process involving anterior abdominal wall and flanks with subcutaneous air and intimately associated loops of small bowel, concerning for fistula.¿ ¿abdomen: obese, soft. Lower half of abdomen with large area erythema. No induration but diffusely firm. Two intact blisters over left abdomen and unroofed blister just right of midline with exposed, erythematous tissue, concerning for fistula.¿ on (B)(6) 2014: wound exploration, abscess drainage, vacuum assisted closure [vac] dressing placement. ¿CT scan that showed that this appeared to extend down to her fascia where she has a preexisting mesh that was placed 10 years ago. She comes to the operating room for drainage and exploration.¿ ¿the patient had a large area of pus just beneath her skin, we suctioned roughly 500 ml of pus. She also had extensive areas of necrosis involving her skin and soft tissue, which was all debrided. The infection did extend down to her fascia and we could feel the mesh. There are no signs of bowel involvement and no enteric contents. Due to extensive inflammation, the mesh was not removed at this time and we concentrated on controlling the infection.¿ we started by making a small incision along her previous scar from her surgery. We immediately encountered a large pocket of purulent material, which we cultured. We then extended our incision to open up the pocket and used finger dissection to fully explore the pocket. The area was exposed down to the fascia and dead tissue was debrided sharply to expose bleeding tissue. We then used the pulse irrigation to further clean the area. After we were satisfied with a nice extent of healthy tissue, we placed a vac dressing on the wound and attached to suction.¿ on (B)(6) 2014: culture report: ¿4+ by gross appearance: alpha streptococci, two morphotypes. 3+ by gross appearance: lactobacillus. 1+ by gross appearance: klebsiella/enterobacter. No anaerobes isolated. Gram reaction. Result: 2+ poly¿s. 3+ gram-positive cocci in pairs. 2+ gram-positive rods.¿ on (B)(6) 2014: ¿wound improving. Continue dakin¿s dressings this weekend. Possible vacuum assisted closure on monday.¿ on (B)(6) 2014: ¿wound cultures on (B)(6) with two alpha strep types and lactobacillus, blood cultures on (B)(6) no growth 48 hours. New rash that is clear, persistent and very consistent with drug rash; most suspicious of rash due to meropenem, daptomycin less likely.¿ ¿planning antibiotics until mesh can be removed. Abdomen: large surgical wound with redness around edges which is apparently not new.¿ on (B)(6) 2014: ¿hospital day 7 infected prosthetic mesh abdominal wall. Continue antibiotics until mesh removed. Reports improving pain, no acute complaints. On (B)(6) 2014: discharge summary: ¿hospital course: infectious disease consult obtained early. Estimated 4 weeks of intravenous antibiotic therapy would be needed followed by oral suppression therapy until time of mesh removal. Remained in hospital additional day awaiting final culture; not possible due to insufficient growth. On discharge, afebrile, tolerating diabetic diet, ambulating with pain controlled, large transverse abdominal wound with negative pressure wound therapy in place.¿ explant preoperative complaints: on (B)(6) 2014: ¿infected abdominal mesh. Had mesh placed 10 years ago, presented several months ago with large abscess anterior to this, this was debrided, a vac was placed, she has been recovering well since then. Had been on antibiotics. Comes in today, says she still has some drainage from the wound, it soaks into an abd pad once a day. Weight 238.8. Wound is almost completely healed except a 0.5 cm area of hypertrophic granulation tissue with what appears to be a drainage site in the center. I am unable to express any drainage.¿ ¿given that the wound has not completely healed, I am afraid that the mesh infection will not completely resolve. I discussed this with her and we will follow up with her again on (B)(6). If this drainage is uncharged, we will schedule her for excision of her infected mesh.¿ on (B)(6) 2015: ¿had infection overlying an old prosthetic mesh. We had drained this, applied a vac dressing and treated as an outpatient for the past 2 months. Has roughly a tablespoon of drainage every time she changes her dressing. Drainage is serous and cloudy fluid. Impression/plan: now comes with chronic mesh infection, I have discussed with her in the past that this would likely need mesh explantation and I believe that given her chronically draining sinus, she is unlikely to fully heal.¿ on (B)(6) 2015: ¿midline wound with hypergranulation tissue, erythema and serous drainage. Impression/plan: infected prosthetic mesh of abdominal wall. Abdominal wall exploration, explantation of mesh and hernia repair, potential component separation.¿ on (B)(6) 2015: ¿this is a 67-year-old female who I saw several months ago with an infection in her subcutaneous tissue that was treated with I and d and a vac dressing. She had a chronic draining sinus consistent with mesh infection not resolving with antibiotics. Therefore, we scheduled her for excision of her mesh.¿ explant procedure: exploratory laparotomy, explantation of infected mesh, small bowel resection, primary abdominal closure and vac dressing placement. Explant date: on (B)(6) 2015 [hospitalization on (B)(6) 2015]. ¿we made a midline incision through the subcutaneous tissue down on to the mesh. We spent a large amount of time dissecting up around the mesh to expose it. We entered the abdomen above this so that we could work around it. We gradually exposed the entire mesh and we were able to remove it as well as some old prolene sutures. We found that there was some green bile staining on the posterior surface of the mesh and on examining the bowel found that the mesh had eroded into the bowel. We then extended our incision somewhat cranially so that we could expose the bowel and the bowel was then divided up into the abdomen and we freed up some adhesions and found that the bowel was injured in 2 areas roughly 1 foot apart. We then elected to resect this area. We also placed one imbricating stitch in another area that was closely involved. The bowel was then run and no other areas of injury were found. We then isolated the 2 areas with holes and resected this area in a side-to-side functional end-to-end stapled anastomosis. The mesenteric defect was closed with a vicryl stitch. Once we were happy with good hemostasis, the bowel was then placed back in the abdomen. Of note, the anastomosis was done with separate drapes and we changed our gloves after the anastomosis was finished. We then irrigated the abdomen with roughly 1 liter of saline. No other abnormalities were found. We brought the omentum down under the hernia. We then excised the edges of the fascia until we were able to reach healthy fascia. The fascia was then closed with a #1 running prolene suture from above and below and tied in the center. A vac dressing was then applied in the subcutaneous tissue.¿ ¿the patient had a draining sinus connection down to her mesh. On excising the mesh, it was found that she had an erosion of the mesh into the small intestine causing a small intestinal perforation that had been contained by the mesh. We resected this area of small intestine and performed a primary anastomosis. The fascia was closed primarily and a vac dressing was placed in the subcutaneous tissue.¿ ¿abscess cavity of the abdominal wall associated with mesh at the umbilicus. This was all debrided. The abdominal wall mesh was debrided and all removed. This was found to be associated with an abdominal wall fistulous connection the small bowel with enteric contents in the abscess cavity. The entirety of the small bowel was examined and adhesions were lysed. There were ultimately 2 associated loops with the fistulous connection, and two separate small bowel inflammatory openings. There was about 12 cm of healthy bowel in between. This was all taken as a single specimen to prevent multiple staple lines. Stapled anastomosis. The fascia was primarily closure, excising all unhealthy areas. Vac closure.¿ on (B)(6) 2015: pathology: ¿explanted mesh: synthetic mesh with dense fibroconnective tissue and foreign body giant cell reaction. No acute inflammation present.¿ ¿the specimen is received fresh labeled [patient name] and explanted mesh and consists of a focally disrupted portion of mesh with attached pink-white fibrous tissue and yellow lobulated adipose tissue (8.7 x 6.5 x 0.3 cm). There is blue suture material embedded within the circumference of the specimen. Fibroconnective tissue is submitted in one cassette.¿ on (B)(6) 2015: x-ray abdomen: ¿dilated small bowel loops and prominent colonic loops with air-fluid levels.¿ on (B)(6) 2015: vac change ¿ anterior abdominal wall. ¿the old vac was removed. A total of 4 black sponges were retrieved. The base of the wound showed some fat necrosis which was sharply debrided. The wall of the wound was granulating well. There was some undermining of the wound and 2 black sponges were placed in the undermined portion.¿ on (B)(6) 2015: discharge summary: ¿hospital course: underwent exploratory laparotomy, explantation of mesh, small bowel resection secondary to enterocutaneous fistula, fascia closure and placement of vac to open skin. She experienced an ileus postoperatively. On postop day 7 she had return of bowel function with copious diarrhea. At one point she had 11 bowel movements in a 24 hour period. C. Diff was checked and was positive. The day prior to discharge the wound vac was changed and the base of the wound appeared to show granulation tissue mixed with some fibrinous exudate. The walls appeared to be granulating well. On postop day 11 she was discharged as she was tolerating a regular diet, pain was well controlled on oral pain medication, labs had normalized, was voiding, ambulating, and tolerating vac changes.¿ conclusions: the alleged ¿gore-tex¿ mesh is being captured as gore-tex® soft tissue patch for product surveillance purposes only. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2014: (B)(6) medical partners. (B)(6) , md. Office notes. Infected abdominal mesh. Had mesh placed 10 years ago, presented several months ago with large abscess anterior to this, this was debrided, a vac was placed, she has been recovering well since then. Had been on antibiotics. Comes in today, says she still has some drainage from the wound, it soaks into an abd pad once a day. Has been keeping the aquacel on it daily. No fevers, chills, other issues. Weight 238.8. Wound is almost completely healed except a 0.5 cm area of hypertrophic granulation tissue with what appears to be a drainage site in the center. I am unable to express any drainage. On exam today, no erythema, induration or other signs of infection. Impression: currently on augmentin, has aquacel on the wound. Given that the wound has not completely healed, I am afraid that the mesh infection will not completely resolve. I discussed this with her and we will follow up with her again in january. If this drainage is uncharged, we will schedule her for excision of her infected mesh. On (B)(6) 2015: (B)(6) medical partners. (B)(6) , md. Office notes. Had infection overlying an old prosthetic mesh. We had drained this, applied a vac dressing and treated as an outpatient for the past 2 months. Comes today for follow up. Has had continued drainage from a small area at the center of her wound. Continues to take antibiotics. Otherwise feeling well. Has roughly a tablespoon of drainage every time she changes her dressing. Drainage is serous and cloudy fluid. Has not had any erythema or increased pain. Medication: glipizide, simvastatin, lisinopril, maxair inhaler, daptomycin, tylenol, amoxicillin. History: murmur, asthma, enteritis, status post umbilical hernia repair. Exam: abdomen; soft, nontender, nondistended, has a well-healed incision except for a small area at the middle of her incision with some serous drainage, no overlying erythema or induration. Impression/plan: now comes with chronic mesh infection, I have discussed with her in the past that this would likely need mesh explantation and I believe that given her chronically draining sinus, she is unlikely to fully heal. Therefore, we will schedule her for mesh explantation and ventral hernia repair. We will likely need to do a component separation and we may also use a prosthetic mesh such as alloderm to reinforce the repair. She is in agreement with this. We will schedule her for repair in the coming months. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. History and physical. (B)(6) is to undergo the following procedure(s): herniorrhaphy with/without mesh ventral/epigastric/spigelian, incisional for the following diagnosis/indication: infected prosthetic mesh of abdominal wall. Has been on suppressive amoxicillin. Finished course of IV antibiotics with daptomycin in december with removal of PICC line. Followed by intermed infectious disease. History: uterine polyps removed (B)(6) 2007, cellulitis right lower extremity hospitalized x 25 days 1985, hyperlipidemia, allergic rhinitis, diverticulosis, hypertension, asthma, hematuria 01/07/08, menopause, diverticulitis, acute kidney injury (B)(6) 2014, morbid obesity with bmi 50.0-59.9 (B)(6) 2012, irritable bowel, urinary incontinence, rheumatoid arthritis, diabetes mellitus type ii non-insulin dependent. Active problem list: (principle problem) infected prosthetic mesh of abdominal wall (B)(6) 2015, acute kidney injury (B)(6) 2014, (B)(6) 2022 abdominal wall abscess drainage, debridement for infected mesh 10/22/14, osteopenia, peripheral edema (B)(6) 2014, cutaneous candidiasis (B)(6) 2014, osteoarthritis left knee. Surgical history: tubal ligation, laparoscopic 1988, umbilical hernia repair (B)(6) 2004, colonoscopy (B)(6) 2001; (B)(6) 2008, cervical polyp removal 2009, infected skin debridement, abdominal wall abscess drainage, debridement for infected mesh (B)(6) 2014. Medications: glipizide, prednisone, heparin, maxair. Former smoker, quit (B)(6) 1969. Retired rn [registered nurse] at rumford va clinic. Exam: abdomen soft, nontender, nondistended, midline wound with hypergranulation tissue, erythema and serous drainage. Impression/plan: infected prosthetic mesh of abdominal wall. Abdominal wall exploration, explantation of mesh and hernia repair, potential component separation. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Brief operative note. Pre-op diagnosis: infected abdominal wall mesh. Post-op diagnosis: infected abdominal wall mesh, small bowel fistula. Procedure: abdominal wall exploration, explantation of infected abdominal wall mesh, takedown of abdominal wall fistula, small bowel resection. Placement of wound vac. Anesthesia: general et. Estimated blood loss: less than 100 ml. Operative findings: abscess cavity of the abdominal wall associated with mesh at the umbilicus. This was all debrided. The abdominal wall mesh was debrided and all removed. This was found to be associated with an abdominal wall fistulous connection the small bowel with enteric contents in the abscess cavity. The entirety of the small bowel was examined and adhesions were lysed. There were ultimately 2 associated loops with the fistulous connection, and two separate small bowel inflammatory openings. There was about 12 cm of healthy bowel in between. This was all taken as a single specimen to prevent multiple staple lines. Stapled anastomosis. The fascia was primarily closure, excising all unhealthy areas. Vac closure. Complications: none. Specimens: mesh and small bowel. Drains: none. Rationale for antibiotics to be continued beyond prophylacticdose(s) [sic]: not applicable. Disposition: to pacu. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Anesthesia record. History diabetes mellitus, hyperlipidemia, asthma, hypertension, morbid obesity, cutaneous candidiasis. Weight 229 lbs, bmi 44.72. Asa 3. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: infected umbilical mesh. Postoperative diagnosis: infected umbilical mesh, contained small bowel perforation. Procedures: exploratory laparotomy, explantation of infected mesh, small bowel resection, primary abdominal closure and vac dressing placement. Assistant: (B)(6) , md-surg-5. Anesthesia: general. Indications: this is a 67-year-old female who I saw several months ago with an infection in her subcutaneous tissue that was treated with I and d and a vac dressing. She had a chronic draining sinus consistent with mesh infection not resolving with antibiotics. Therefore, we scheduled her for excision of her mesh. Findings: the patient had a draining sinus connection down to her mesh. On excising the mesh, it was found that she had an erosion of the mesh into the small intestine causing a small intestinal perforation that had been contained by the mesh. We resected this area of small intestine and performed a primary anastomosis. The fascia was closed primarily and a vac dressing was placed in the subcutaneous tissue. Description of procedure: ¿the patient was taken to the operating room and prepped and draped in sterile manner after general anesthesia was induced. A timeout was performed. The patient received preoperative antibiotics. We made a midline incision through the subcutaneous tissue down on to the mesh. We spent a large amount of time dissecting up around the mesh to expose it. We entered the abdomen above this so that we could work around it. We gradually exposed the entire mesh and we were able to remove it as well as some old prolene sutures. We found that there was some green bile staining on the posterior surface of the mesh and on examining the bowel found that the mesh had eroded into the bowel. We then extended our incision somewhat cranially so that we could expose the bowel and the bowel was then divided up into the abdomen and we freed up some adhesions and found that the bowel was injured in 2 areas roughly 1 foot apart. We then elected to resect this area. We also placed one imbricating stitch in another area that was closely involved. The bowel was then run and no other areas of injury were found. We then isolated the 2 areas with holes and resected this area in a side-to-side functional end-to-end stapled anastomosis. The mesenteric defect was closed with a vicryl stitch. Once we were happy with good hemostasis, the bowel was then placed back in the abdomen. Of note, the anastomosis was done with separate drapes and we changed our gloves after the anastomosis was finished. We then irrigated the abdomen with roughly 1 liter of saline. No other abnormalities were found. We brought the omentum down under the hernia. We then excised the edges of the fascia until we were able to reach healthy fascia. The fascia was then closed with a #1 running prolene suture from above and below and tied in the center. A vac dressing was then applied in the subcutaneous tissue. The patient tolerated the procedure well and was awoken from anesthesia.¿ on (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Pathology record. Specimen: a. Explanted mesh. B. Ileum. Final diagnosis: (a) explanted mesh: synthetic mesh with dense fibroconnective tissue and foreign body giant cell reaction. No acute inflammation present. (B) ileum, resection: small intestinal segment showing transmural ischemic perforations associated with organizing serositis and fibrinopurulent exudate. Surgical margins appear viable. There is no evidence of neoplasm in the specimen. Clinical history: ventral hernia ¿ infected abdominal mesh. Gross description: (a) the specimen is received fresh labeled sally sawyer and explanted mesh and consists of a focally disrupted portion of mesh with attached pink-white fibrous tissue and yellow lobulated adipose tissue (8.7 x 6.5 x 0.3 cm). There is blue suture material embedded within the circumference of the specimen. Fibroconnective tissue is submitted in one cassette. (B) the specimen is received fresh labeled sally sawyer and ileum and consists of an unoriented segment of small bowel (29.5 cm in length and 2.5 to 3.0 cm in diameter). Each end is stapled together and the margins are inked blue. There is a hemorrhagic adhesion surrounding a transmural perforation (perforation ¿ 0.6 cm in greatest dimension, hemorrhagic adhesion ¿ 4.1 cm in greatest dimension) located 1.8 cm to the nearest margin. At the opposite end, there is a perforation (0.3 x 0.3 cm) located 1.5 cm from the nearest margin. Surrounding this area is inked black. The remainder of the serosa is grossly unremarkable. The mucosa is tan-pink and grossly unremarkable with a normal folding pattern. Representative sections are submitted as follows: b1 ¿ first described perforation site; b2 ¿ margin closest to first perforation site; b3 ¿ second perforation site with margin; b4 ¿ mucosa between the two perforation site. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Radiology-x-ray abdomen acute series. Indication: emesis, postoperative. Impression: dilated small bowel loops and prominent colonic loops with air-fluid levels. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md; (B)(6) , md. Procedure record. Pre-procedure diagnosis: open wound anterior abdominal wall, initial encounter. Post-operative diagnosis: open wound anterior abdominal wall, initial encounter. Procedures: vac change ¿ anterior abdominal wall. Total sponge count: 4. Findings: ¿the old vac was removed. A total of 4 black sponges were retrieved. The base of the wound showed some fat necrosis which was sharply debrided. The wall of the wound was granulating well. There was some undermining of the wound and 2 black sponges were placed in the undermined portion. 2 sponges were placed in the superficial portion of the wound. Vac tape was applied, a hole cut in the tape and the track pad applied. The system was then connected to 125 mmhg of negative pressure and was well sealed. The patient tolerated the procedure well.¿ on (B)(6) 2015: (B)(6) medical center. (B)(6) , md; (B)(6) , md. Discharge summary. Principle diagnosis: infected prosthetic mesh of abdominal wall. Other diagnosis: lower urinary tract infection. Diabetes, hypertension, asthma, morbid obesity. Reason for admission: history of mesh placed 10 years ago for ventral hernia repair, presented a few months previous with infected seroma overlaying mesh from outside hospital. Presented for an elective exploratory laparotomy and explantation of mesh. Hospital course: underwent exploratory laparotomy, explantation of mesh, small bowel resection secondary to enterocutaneous fistula, fascia closure and placement of vac to open skin. She tolerated the procedure well. On postop day 2 she experienced a decrease in urine output, her epidural was decreased and she was bolused fluids. A renal ultrasound was negative. Her creatinine rose to 1.46. However, this seemed to resolve and she made good urine and her creatinine decreased to baseline and was stable around 0.75. Her epidural was discontinued on postop day 6. She experienced an ileus postoperatively. Initially she was tolerating clears, but had emesis on postop day 4. She was given scheduled haldol as well as zofran as needed. Unfortunately she had emesis. A kub [kidney, ureter, bladder] showed non-specific findings of ileus. She vomited again and an ng was placed. This had high output (1500 cc/24 hours). A kub was ordered and found the ng was slightly post-pyloric and the ng was pulled back 5 cm. The ng was set to gravity on the evening of postop day 6. It was accidentally removed by the patient in the middle of the night when she awoke from a nightmare and was disoriented. Given that it was on suction and she had been passing flatus it was not replaced. As part of a delirium workup, a urinalysis was performed which came back positive and she was started on nitrofurantoin for a three day course ending on the afternoon of (B)(6) 2016. On postop day 7 she had return of bowel function with copious diarrhea. At one point she had 11 bowel movements in a 24 hour period. C. Diff was checked and was positive. She was started on a 14 day course of by mouth metronidazole. She was discharged with 12 days to complete. Her wound vac was changed on postop day 2 and then was maintained on a monday, wednesday, friday schedule of changes. The day prior to discharge the wound vac was changed and the base of the wound appeared to show granulation tissue mixed with some fibrinous exudate. The walls appeared to be granulating well. She continued to do well and her diet was slowly advanced as tolerated. On postop day 11 she was discharged as she was tolerating a regular diet, pain was well controlled on oral pain medication, labs had normalized, was voiding, ambulating, and tolerating vac changes. Discharged home with home health services for physical therapy and vac dressing changes. Wbc 02/16/15 8.9. Do not lift anything greater than 15 lbs. May take shower. Keep wound clean and dry. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2004: emergency room visit. Cc: possible incarcerated hernia. Hpi: long-standing umbilical hernia at site of tubal ligation; been there probably the last 10-20 years. States it¿s usually soft and easily reducible, this morning firm and large. She was able to reduce it somewhat, not completely. Becoming red and painful. Developed nausea and vomiting. Had a lot of coughing recently after an upper respiratory infection for which she has taken prednisone. Had normal bowel movements, not had 1 this morning. Exam: uncomfortable, but no distress. Abdomen soft, protuberant with very minimal bowel sounds; large incarcerated hernia at the umbilicus that I am able to reduce. Plan: admitted to the operating room. On (B)(6) 2004: history & physical. Hpi: obese, umbilical hernia over 15 years ago, never had fixed. Was stable until this morning when she woke up with increasing pain in her umbilical area. Started getting bigger, redder in color, nauseous, vomiting. Repair is recommended, admitted. Pmh: asthma, gets exacerbation of cold or asthma; has to go on prednisone. Psh: laparoscopic tubal ligation. Impression: incarcerated umbilical hernia. On (B)(6) 2004: operative report. Pre/postop diagnosis: incarcerated umbilical hernia. Operation: repair of umbilical hernia, resection of umbilicus. Findings: ¿a large portion of the omentum along with the portion of the transverse colon within the sac also a loop of the small bowel.¿ technique: ¿in supine position under satisfactory general anesthesia, the abdomen was prepped with betadine soap and solution and draped in a sterile fashion. An incision was made over the umbilicus and deepened through subcutaneous tissue. On reaching the sac, it was dissected all around it, all the way down to the umbilical ring. The sac was opened, the contents were as described above and could not be reduced so the opening was made larger by dividing on each side of the umbilical ring and the contents were reduced. The umbilical sac was excised. Then a 2-layer gore-tex and marlex mesh oval shape was obtained and sutured with 2-0 prolene. Eight sutures were placed and each were brought out placing transversely into the peritoneal cavity with the vertex part of the graft against omentum. After checking the loops of bowel that were caught in the hernia ring that they were viable, the mesh was inserted as described above and the sutures were brought out through the fascia. On the subcutaneous layer where all 8 sutures were tied and then it was checked by lifting the abdominal wall with a kocher clamp under the fascia to see if there were any defects between the mesh and the abdominal wall and 3 or 4 of them were palpable to the index finger so they were closed by placing interrupted sutures of prolene. After all the defects were closed to make sure the bowel could not come between the abdominal wall and mesh, then the hernia defect was closed by 0 prolene in figure-of-eight fashion. The umbilicus was excised and subcutaneous tissue was approximated with 3-0 chromic catgut in interrupted fashion and skin with the 5-0 nylon in continuous fashion. Sponge counts and instrument counts were correct times 2. The patient tolerated the procedure well and was sent to recovery room in satisfactory condition.¿ product identification records for the alleged ¿gore-tex mesh¿ were not provided. Unknown date: pathology report. Umbilical hernia. Specimen: hernia sac-hernia sac. Fibro-adipose tissue lined with mesothelial cells consistent with hernia sac, umbilical. The specimen received in fixative consists of tubular piece of grayish-tan semi-membranous tissue with tags of adipose tissue. The specimen measures up to 6.0 x 6.0 x 0.5 cm. Representative sections are submitted in one block. On (B)(6) 2004: discharge summary. Had large umbilical hernia, incarcerated, bowel obstruction. Admitted for emergency operation, underwent surgery repair. Postop course uneventful. Gi function gradually returned to normal. Eating well, ambulating well, abdominal wound looking good, discharged home, to be followed as outpatient. Final diagnoses: incarcerated umbilical hernia, asthma, morbid obesity, s/p bilateral partial salpingo-oophorectomy. Medications on discharge: prednisone 40 mg qd [every day]. [Missing records: records detailing alleged injuries and mesh explant were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ additionally, the instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2004, whereby an "alleged gore device" was implanted. The complaint alleges that on an unknown date, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: bowel obstruction/perforation; infection; mesh folding; open wound; removal surgery; revision surgery; severe abdominal or groin pain. Additional event specific information was not provided.